Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (mi).

Event description:
The outcome of the previously reported non target vessel revascularization was unsuccessful. The previously reported mi which occurred on the same date approximately 16 months post index procedure was assessed as not related to the study device.

Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted, one in the cx and one in the rca. It is reported that approximately 16 months post index procedure the patient suffered a mi. The mi was related to the target vessel. Investigator has assessed that the event was related to the study device. The mi occurred during a non target vessel revascularization of the 1st diag using a non-medtronic stent. Investigator has assessed that the event was not related to the study device.